Event description:
It was reported that there was lead dislodgement due to implant procedure. There were no signs or symptoms. The dislodgement was diagnosed with fluoroscopy and the lead was replaced. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4). Lead model 377760 lot# j0546517v implanted: (B)(6) 2005 explanted: (B)(6) 2012; lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2012; extension model 3708120 serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2012; programmer model 37743 serial# (B)(4).

Manufacturer narrative:
Product ID 3777-75,serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead.

Event description:
Additional information received reported that during the process of teasing the lead extension loose, the electrode appeared to have migrated inferiorly. This was estimated to be due to minimal traction used for loosening the extension.